Event description:
The reporter had rec'd several er1 messages. He said that he checked the confirmation dot, which was dark, but that he didn't compare it to the vial color chart. He requested a replacement one touch profile meter.